Event description:
During a lithrtripsy procedure the physician was lasing a 'very hard' reeteral stone while also trying the recover the stone with a retrieval basket. The laser fiber may have come in contact with the basket, causing the basked to break apart. Two of the basket legs separated and passed into the kidney. The physician stopped the lasing procedure and using grasping forceps, successfully resolved the two broken pieces from the kidney. The procedure was then completed, with successful lasing and removal of the stone. The patient experienced no adverse effects or complications as a result of this event, and was reported to be in stable condition.